Event description:
This pt developed mi and pero-stent restenosis of two previously implanted cypher stents approx 14 months post implant. This male pt with a history of previous mi, hypertension, lipid metabolism abnormality, diabetes, gallstone, bladder tumor and chronic renal failure was admitted for coronary intervention. The case was elective. The pt's current medications were not provided. Angiography was performed, which revealed 94% and 75% tandem stenoses in a diffusely diseased proximal lad. Both lesions were de novo, eccentric, highly calcified, type-c stenoses. The diameter of the vessel was 1.79 mm and the lesion length was 33.12mm. Heparin 15000u was administered via IV. The lesions were pre-dilated with a 2.5 x 15mm balloon inflated to 12 atm. A 2.5 x 23mm cypher stent was deployed to 12 atm for 31 approx 60 secs at the target lesion. A second cypher (2.5/18mm) was deployed at 12 atm for 31 approx 60 secs at the proximal end of the initially implanted cypher; however, the stents were not overlapping. Post-dilation was not conducted. Timi flow before and after the procedure was 3. The residual % of stenosis was 16% per visual estimate. The pt was discharged on aspirin, ticlid, nifedipine, and carvedilol. Approx 14 months post index procedure, the pt developed non-q wave-mi and returned to hosp. Repeat angiography revealed a 90%, de novo stenosis within the gap between the two implanted cypher stents. This was treated with balloon angioplasty with a 1.5 x 15mm balloon. An add'l 2.5 x 18mm cypher stent was deployed within the gap of the two previously implanted cypher stents. The residual % of stenosis was 0%. The pt was in stable condition and was discharged from the hosp approx two weeks later. Note: device is not distributed in the us; however, it is similar to us product device.

Manufacturer narrative:
Please note, this is one of two reports submitted for the same event. Please reference MFR report #: 9616099-2006-01046.